Manufacturer narrative:
B3/d10 date: the events occurred on unspecified dates "over several months". H4: the lot was manufactured between september 04, 2023 and september 05, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system, non-dehp solution sets leaked and there was chemotherapy exposure. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.